Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00738. The pt received an scs system including two percutaneous leads from different lots on (B)(6) 2011. It was reported that she is without stimulation and unable to increase amplitude on any of her set programs. The pt is working closely with her physician to determine whether surgical intervention will be needed to resolve this issue.